Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the exhalation valve. The ventilator passed all testing.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The customer reported ventilator was displaying high exhaled volume. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.